Event description:
It was reported that a patient underwent a midline laparotomy procedure and suture was used for continuous abdominal fascial closure on (B)(6) 2011. The patient experienced surgical site infection due to presacral abscess, necrosis and dehiscence of fascia and vacuum bandage was applied on (B)(4) 2011. The patient underwent repeat laparotomy, adhesiolysis small intestine and serosa suture, drainage, removal of necrosis, exchange of vacuum bandage, wound debridement on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. On (B)(6) 2011, the patient underwent wound debridement and secondary suture perineal. The patient is scheduled to be at a rehabilitation clinic until (B)(6) 2011. The surgeon opines that the infection caused the wound dehiscence.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture.